Manufacturer narrative:
Our quality engineer inspected the 2 representative samples submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the samples. Analysis of the samples showed no adapter damage. The samples were subjected to a catheter leak test and both samples passed with no abnormalities observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The root cause could not be determined as the defect was not replicated.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that, during injections of contrast medium for CT scans, leakage at the luer connection between the catheter and the extension piece (pvc 75cm robinet 3v ref ps3307m car) are observed. The incident occurred several times, for the same batch of catheters. No leakage was observed with another batch of catheters and the same extensions. Clinical consequences - unable to inject contrast medium. Need to insert another peripheral venous line.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.